Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported by a patient that sometime in (B)(6) 2017, a sudden infection on the surgical site where the collagen tube was placed almost 3 years ago. The patient had to undergo more surgery to combat the foreign object that was left in the surgical site. It was noted that the collagen had not dissolved, thus causing a sudden eruption, infection, and a need for surgery which requires 5 days hospitalization. No further patient complications has been noted. Additional information has been requested.

Manufacturer narrative:
Investigation completed on 02mar2018. The device was not returned to the manufacturer for physical evaluation, therefore, the reported condition could not be confirmed and root cause cannot be determined. Device history record review cannot be performed since lot number was not provided.

Manufacturer narrative:
Additional information received on 12mar2018. The device, png630 neuragen nerve guide, was confirmed by the physician who performed the carpal tunnel release surgery to the patient. As per the doctor's MRI review with the musculoskeletal radiologists, they were unable to differentiate between scar tissue and any remnants of the collagen tube.